Event description:
A wallstent endoprosthesis biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient in 2007. According to the complaint "the [p]hysician was examining her bile duct where he found a very tight malignant stricture. The stricture was blocking bile flow which caused the patient to be very jaundiced. The physician decided to [implant] a rx biliary wallstent to provide... Drainage of the duct... [Upon] deploying the stent, it became stuck and very hard to deploy. The nurse put pressure on the delivery system to try to deploy the stent with no success. As a result the delivery system snapped and caused the stent to be half deployed in the duct. The physician was forced to remove the partially deployed stent from the duct." Reportedly, "[t]here was no harm done to the patient when [the physician] removed the stent. They decided to conclude the procedure by inserting a plastic stent [product and manufacturer unk] instead."

Manufacturer narrative:
The device has been discarded by the user facility; therefore, a failure analysis is not available and the relationship between the device and the cause of the event is undetermined. Three other complaints have been recorded for this lot number for a similar issue. However, the september 2007 rx biliary product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.